Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, shaft kink occurred. Vascular access was obtained via radial artery. The 32mm in length, de novo, target lesion was located in the severely calcified, moderately tortuous left anterior descending artery with a reference diameter of 2.5mm. A 32mm x 2.50mm taxus liberté stent was advanced but the pushing rod of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 44.5 cm from the catheter strain relief. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).